Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a drop of fluid at the needleless y-injection site was confirmed. One 20g safestep infusion set was returned for investigation. A functional test of the returned device revealed the lumen to be patent to infusion and aspiration. No occlusions were detected in the device. Upon pressurizing the safestep infusion set, a small drop of water was visible at the y-injection site along the edge of the blue valve stem. This was only observed after fluid was infused through the y-injection site. Fluid positioned around the valve stem, after accessing the y-injection site, was expelled under a positive pressure. Subjecting the infusion set to a sustained positive pressure revealed no continuous leaks at the y-site. Likewise, while the device was under a sustained negative pressure, no air entered the infusion set during aspiration. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿

Event description:
It was reported that on (B)(6) 2020, the first time the safety injection needle is placed in the port at 10:00, chemotherapy drugs are injected from 12:00 to 13: 00. After flushing the saline, the patient informs the nursing staff that the drug is leaking from the blue.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0136 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2020, the first time the safety injection needle is placed in the port at 10:00, chemotherapy drugs are injected from 12:00 to 13: 00. After flushing the saline, the patient informs the nursing staff that the drug is leaking from the blue.